Event description:
Customer reportedly obtained results of 85mg/dl and 333mg/dl within 10 mins on the same device. No action was taken based on device results. No adverse event reported and no treatment rec'd. Level 1 qc was used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.